Event description:
It was reported that the device prematurely reached eri and could not be interrogated prior to replacement. It was noted that an excessive battery discharge within a few days were observed. The device was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
The reported inability to interrogate and premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.